Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery required replacement. The fse evaluated the device on site. The fse calibrated the battery, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the required calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse performed battery calibration to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery required replacement. The fse evaluated the device on site. The fse calibrated the battery, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the required calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse performed battery calibration to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the battery required replacement. There was no reported patient involvement.